Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker exhibited ventricular undersensing. No intervention was performed. The patient experienced no adverse consequences.

Event description:
New information received notes that programming changes were performed to resolve the issue of ventricular undersensing on the pacemaker. The patient experienced no adverse consequences.